Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "bacterial infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp), who is also the patient reported that was injected in the chin with juvéderm® volux¿ and juvéderm® voluma¿ with lidocaine and now experienced "swelling and soreness more than a year after treatment". Additional information, ¿inflammation of the injection site coinciding with bacterial laryngitis". Treatment included bentelan with subsequent reduction. Symptoms resolved. This record relates to juvéderm® volux¿. This is the same event and the same patient reported under (B)(6), (emdr- (B)(4) ). This emdr is being submitted for first injection.

Manufacturer narrative:
Additional, corrected, and/or changed data: correction to e1 phone number: (B)(6).

Event description:
No additional information.